Event description:
Per the clinic, the patient developed a bone infection and the device was subsequently explanted on (B)(6) 2019. The patient is receiving oral antibiotic treatment for the bone infection.